Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diseased mucous membrane, immediate implantation, mobility. Inadequate compliance with managing provisional restoration (removable)